Manufacturer narrative:
(B)(4). (Dry mouth).

Event description:
The pt experienced an overdose with symptoms of a dry mouth and trouble breathing. The pt was recently changed from morphine toi dilaudid and baclofen. The pump was increased from 4mg to 6mg on monday and now the pt stated that she felt "overdrugged." The pt's doctor was out of town; the doctor's office had directed them to the ER. Further follow-up not possible - pt identifiers, device info, nor physician info was provided by the reporter.